Event description:
The customer reported that the device shows a loudspeaker malfunction. There was a patient involvement, no patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device shows a loudspeaker malfunction. No patient or customer harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.